Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported, after opening the box, sterile packaging and then removing the delivery system of a smart control (7x80 120) self-expanding stent (ses) from the packaging, it was found that the stent was partially deployed in the tray. It was replaced with another stent system to complete the surgery successfully. There was no reported patient injury. The product stored was properly according to the instructions for use (IFU). The product was inspected and prepped according to the instructions for use. After removed the stent from the tray, it was found the partially stent was outside the outer sheath. The device was not resterilized. The partially stent was outside the delivery shaft. One non-sterile unit a smart control 7x80 120 was received inside of a plastic bag. The distal end of the stent (5 mm) was protruded and the locking pin was received out of position. No other anomalies or damages were observed on the received unit. Device usable length and overall length were measured results were found within specification. A device history record (DHR) review of lot 17579123 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The failure ¿stent delivery system (sds ) deployment difficulty - premature/prior to use" reported by the customer was confirmed as 5 mm of the stent distal section was received protruded. The exact cause of the delivery system deployment could not be conclusively determined during the analysis. Usable length and overall dimension analysis were found within specification requirements. Handling factors may have contributed to the reported event. The product information for safety warns ¿after careful inspection of the pouch looking for damage to the sterile barrier, carefully peel open the pouch and extract the stent delivery system from the tray. Examine the device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed¿. Neither the device history record nor the product analysis suggest that the event could be related to the design or manufacturing process; therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
A review of lot (17579123) revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after opened the box of a smart control (7x80 120) self-expanding stent (ses) and teared the sterile packaging and removing the stent system it was found that the stent was partially existing in the tray. Therefore, physician did not carry out any operation. Then, it was replaced with another stent system to complete the surgery successfully. There was no reported patient injury. The product stored was properly according to the instructions for use (IFU). The product was inspected and prepped according to the instructions for use. The device was not resterilized. The partially stent was outside the delivery shaft. The device will be returned for analysis.